Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited loss of radio frequency (rf) telemetry and was unable to transmit remotely. The patient then presented to the clinic for follow-up. The ICD could not be interrogated, after disconnecting from rf tower, the device could be successfully interrogated. It was noted that the patient had presented for a magnetic resonance imaging (MRI) scan on (B)(6) 2021. Proper MRI procedures and MRI settings were not enabled beforehand, post MRI, the patient¿s device did not transmit any data remotely. A device firmware download was successfully performed to resolve the issue. There were no patient consequences.